Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the distal end of the hook probe broke off during a routine shoulder scope. The broken probe was recovered using suction. Floro was used to ensure all aspects of the broken probe were recovered. No patient problems reported besides about 30 minutes of delay during case.